Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04mar2021.

Event description:
The customer reported that the touchscreen is not responding. The customer contacted product support and reported has already performed the touch screen calibration and the issue continues. The customer is requesting on site service to replaced the touchscreen. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The authorized service personnel (asp) replaced the lcd which did not correct the touchscreen issue. The asp replaced the touchscreen and corrected the reported problem. Failure analysis on the returned lcd found that the lcd is damaged on the corner and the cable. Lcd was received damaged, makes the ui non-functional. Due to the damage, no additional testing is required. Failure analysis on the returned touchscreen shows that the ul_lr / ur_ll resistance is out of specification. Faults are found on this returned touchscreen.